Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was having muscle spasms at implantable neurostimulator (ins) implant site. The patient stated they did a scope test and determined that the cause may be that the plastic was coming off of the lead. The patient was wondering if this was normal and wondering if this would require surgery. The change in therapy/symptom was reported as sudden. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.